Manufacturer narrative:
The device was returned for analysis. Microscopic examination and tactile inspection revealed a kink 9 cm from the tip of the device. Microscopic inspection found no irregularities or defects in the collar/proximal shaft weld. Microscopic inspection found no irregularities or defects in the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 75% stenosed lesion was located in a severely tortuous and moderately calcified right coronary artery (rca). A guidezilla¿ extension guide catheter was used to help the stent cross the lesion. However, the guidezilla¿ extension guide catheter failed to cross the tortuous part of the lesion. Therefore, the physician strongly pushed the guidezilla¿ extension guide catheter, however, the physician felt uncomfortable and decided to remove the guidezilla¿ extension guide catheter from the patient. It was then noticed that the connection part of the guidezilla¿ extension guide catheter was almost broken. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Patient age at time of event: 18 years or older (B)(4).

Event description:
It was reported that shaft break occurred. The 75% stenosed lesion was located in a severely tortuous and moderately calcified right coronary artery (rca). A guidezilla extension guide catheter was used to help the stent cross the lesion. However, the guidezilla extension guide catheter failed to cross the tortuous part of the lesion. Therefore, the physician strongly pushed the guidezilla extension guide catheter, however, the physician felt uncomfortable and decided to remove the guidezilla extension guide catheter from the patient. It was then noticed that the connection part of the guidezilla extension guide catheter was almost broken. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.